Event description:
It was reported that the patient experienced a high blood glucose after reconnecting to a replacement iLet while using a Dexcom G7 continuous glucose monitor (CGM), with a highest reported reading of 401 mg/dL, following dinner and a self-administered 4-unit subcutaneous insulin pen dose; troubleshooting and education were provided, and the user was advised that the iLet would work to bring glucose back into range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, characterized as an improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.